Event description:
A bipap a30 was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found evidence of foam degradation. Also, during evaluation, a ventilator inoperative error code, device cannot be operated after three restarts (e-088), was observed in the device's event log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. No repair was performed. The device will be scrapped as per customer request.